Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID 37713, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported they had their battery changed the week of (B)(6). On (B)(6) the device wasn't turning on, even though the battery was showing it was fully charged, and the patient was in an incredible amount of pain. The patient was looking to speak with someone who could help turn their device on.